Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident and the current blood glucose level was 89 mg/dl. Customer took a bolus at breakfast blood glucose was 123 mg/dl, 150 mg/dl after bolus it went down to 45 mg/dl. Customer's blood glucose value since last reading was 142 mg/dl and patients target blood glucose value was 70 mg/dl to 150 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer alleges insulin pump was over delivering because customer had 200 grams of food and blood glucose was low. The customer stated that during the last set change insulin dripping or squirting from end of set before connecting at their site. The customer stated that reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.